Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed to communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the non-functional therapy electrodes and inability to communicate is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.